Manufacturer narrative:
It was reported that the " the head and foot section will not go up or down. Customer confirmed the outlet is a working outlet. Customer states they do not hear any noises when they press the buttons. Bed does not function at all. The customer was able to confirm that the connections are all secure. The bed did work previously but is now not responding to the controls.". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that the " the head and foot section will not go up or down. Customer confirmed the outlet is a working outlet. Customer states they do not hear any noises when they press the buttons. ".